Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was failing to boot up and device down. This issue was preventing anesthetists from accessing essential medications during operation room cases, which caused delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pas did not boot up and data sync failed. A field service engineer replaced pyxis anesthesia hard disk drive reimagined and escalated to technical support service to resolve the issue. The system functioned as intended after the field service engineer repaired the device.